Event description:
It was reported that during a remote follow up post-paced t-wave oversensing (pptwos) was noted on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
Additional information received indicating the physicians suspected the post-paced t-wave oversensing (pptwos) was due to fusion.